Event description:
It was reported that the patient experienced hyperglycemia after a large meal, with a highest blood glucose reported as 400¿480 mg/dl, and later identified that the infusion set cap had not been removed prior to use; the patient removed the ilet, used backup therapy, then resumed ilet use, performed occlusion checks, completed a site change, and confirmed drops during a fill tubing only procedure. Symptoms included elevated blood glucose without signs of diabetic ketoacidosis, dizziness, loss of consciousness, or other acute effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included remote troubleshooting and education, including verification of alerts, disconnection and fill tubing only testing, and a site change. Investigation of this case revealed an infusion set deployment error leading to interrupted insulin delivery, with restoration of flow after site change and correct setup of the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.